Event description:
It was reported that the patient's device was persistently displaying the system error message and was not providing enough oxygen. It was noted that the patient was experiencing a headache due to the event. As a result, the patient went to the doctor where they were given oxygen. Patient then went home to their stationary device and was stable. Patient has since received their replacement device and is doing better.

Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported system error, which was confirmed found blocked muffler due to ball muffler stacked in the center element muffler. Diagnostic screen shows psa-13 and multiple error 16b on the data log. The internal 02 reading measured 81.6%, while the external 02 reading measured 80.2%. The issue was caused by blocked mufflers and zeolite contamination due to absorbing moisture. Replaced muffler and columns to resolve the issue. And top housing has cosmetic issues, replace it.